Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an rf pic failed selftest alarm. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshoot. Customer states the alarm received was rf pic failed selftest and alarm did not occur during the rewind/prime sequence. Customer assisted in performing a self test and test failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with constant rf pic failed selftest alarm due to a faulty component on the radio frequency board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.